Manufacturer narrative:
(B)(4). Unit had minor scratched lcd window, cracked lcd window, cracked case at display window corners, broken battery tube threads, a test reservoir was installed and did not lock in place due to complete broken reservoir tube lip, missing o-ring on the reservoir tube, broken belt clip slot, cracked reservoir tube window and cracked case at reservoir tube window corners.

Event description:
The customer reported via phone call that the top of battery and reservoir compartment was broken. The customer¿s blood glucose level was unknown at the time of incident. The customer was advised that the device would be replaced and agreed to return the insulin pump for analysis.